Event description:
Additional information receiving reporting that after the patient had their generator removed the chest incision got better but the neck incision started to have discharge. The patient was placed on antibiotics and it was noted that every time the neck incision would get wet it would open. The patient saw a wound care nurse and per the patient's mother the wound would improve for a while and then slowly get worse. The patient underwent surgery to have their leads removed.

Event description:
Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution.

Manufacturer narrative:
Section b5. Describe event or problem; corrected info: device history records commentary inadvertently not included in initial report. Section h3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device. Section h10. Additional manufacturer narrative and/or corrected data; corrected data: initial MDR inadvertently did not included h10 verbiage stated above regarding code 81.

Event description:
It as reported that two weeks after the patient's generator replacement the patient has had some redness and clear leakage from the chest incision. The patient was admitted to the hospital and was set to have surgery. Information was received from the physician that the believed relationship between the redness and clear leakage is related to wound infection. Intervention included local wound care and explant of the device. No additional relevant information has been received to date.